Event description:
It was reported that a buretrol IV solution administration set contained an extension of tubing into the displaying portion of the burette chamber. This defect would cause air to be induced into the tubing when infusing saline or a cytotoxic solution. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified an extension of tubing inside of the burette, with the chamber separated from the burette needle. Visual inspection of the junction of these two components revealed a lack of solvent traces. Gravity testing was performed, which identified air bubbles inside of the h/seal chamber. The reported problem was confirmed. The cause was determined to be a defective h/seal chamber supplied to the manufacturing facility. In order to address this condition, a notification will be sent to the supplier, and incoming h/seal chambers will be visually checked. This complaint was communicated to involved personnel to ensure awareness. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.